Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during hv charging. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.

Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode. Patient was asymptomatic. The device was explanted and replaced when a firmware download was unsuccessful. Patient was doing fine.